Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Additional info from importer report: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced serious bodily injuries, including pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding and permanent disability.

Manufacturer narrative:
(B)(4).